Event description:
It was reported by service report that the power cord was frayed and the footend right siderail was stuck in the low position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - footend right siderail assembly damaged.